Manufacturer narrative:
Initial.

Event description:
It was reported that after initial training and connection to the ilet system, the user experienced markedly elevated blood glucose readings, announcing a meal while already hyperglycemic, with values noted around 332 mg/dl on the cgm and up to 451 mg/dl by fingerstick, and continued elevated readings after a supply change; no device-specific malfunction or component issue was identified, and the device component was not specified. Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and the medical device problem and device component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.